Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. The balloon was inflated three times with 16 atmospheres each inflation, however, during third inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.